Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported on (B)(6) 2020 that for the past 2 weeks when she tries to increase/decrease her intensity in group c she receives the screen that says "settings not available can't provide desired intensity." Pt met with a manufacturer representative regarding this and during that appointment she could increase/decrease her settings but when she is at work and needs her stimulation the most she can't adjust it (pt has a physical job). Pt can tell when it's not working because they are in pain. Pt has tried switching groups and then trying to adjust group c, that hasn't allowed her to; patient always keeps her ins at least 30% charged. Patient was redirected to their hcp. Additional information was received via a manufacturer representative from a consumer regarding the patient on (B)(6) 2020. It was reported that the manufacturer representative met with the patient on the day of the report because the patient controller was displaying the settings not available message. An impedance check showed that electrode 3 was greater than 40,000 ohms. The patient¿s favorite group was utilizing that electrode. The manufacturer representative was able to program around it and fix the problem. The stimulation is still in a great spot for the patient¿s pain. The patient was able to use the patient controller and turn the stimulation up and down again like normal. There were no external factors noted to have contributed to the high impedance. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). After reading rep's note about the battery being loose in the pocket, it sounds like she was reprogrammed and is living with it. When subsequent rep met with her, she didn¿t complain about that. The patient had been given 2 options: a reprogram and live with it being a little loose in the pocket or discuss a pocket revision. Nothing has been set up with hcp about a revision and patient has no further complaints.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that since implant, the implantable neurostimulator (ins) is very loose and flops around. Patient sometimes holds the ins in place so that it will register her position (i.e. Standing, moving, laying down). Patient was redirected to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.